Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image was displayed when the visera elite video system center was connected to a camera. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section h4 was corrected. The device was returned and evaluated. The phenomenon (no image) was confirmed. In addition, the scope was not detected, the terminal of the video connector socket was defective, and e311 error message was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no image and scope not detected likely occurred due to excessive force applied to the connector at the time of connection/disconnection, so the terminal of the video connector socket was bent, resulting in communication failure with a scope. Olympus will continue to monitor field performance for this device.